Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of rsd, causalgia, post lumbar laminectomy and spinal pain. It was reported that the patient has never had great coverage in their foot. The patient stated that there was always stimulation in the lower extremities and the belly but they are used to it. The patient has been needing more stimulation to get relief in the feet but to do so their amplitude is so high that they get motor stimulation in their legs and it is uncomfortable. The patient was reprogrammed to add 2 groups after multiple attempts to gain desired coverage. The patient was unable to gain all desired coverage but per the patient there is more stimulation in the painful area of the right foot then previous. The patient was programmed with program f which is 14+15- pw 720 rate 70. The rep also added a pw 90 rate 1000 hd program with the same programming. The patient reported that they do get relief from the stimulator and can't go without the stimulation.